Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. The patient demographics were requested, however not provided by the customer. The event reportedly occurred in the nicu, therefore, it is presumed the patient is a baby.

Event description:
The customer reported that the nicu is experiencing multiple events in which the microbore extension set leaked during patient use. There was no report of patient harm.

Event description:
The customer reported a fourth event in which the microbore extension set leaked during patient use in the nicu. There was no report of patient harm.